Manufacturer narrative:
No eval other description: physical product analysis is not required for skin discomfort/irritation complaints because there is no way to determine the level of skin discomfort/irritation through analysis of the physical product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced skin irritation from the wearable sensor described as "had what looked like an infection around the sensor and () wanted to take if off." The patient was advised that the sensor could be removed and to let the "area heal and not put the next sensor on." It was further reported in follow up information that the patient had "blisters around the whole area but the bottom of the area was white pus." The patient applied over the counter ointment to the skin irritation, "left it dry and 4 days later the areas was healed." The sensor was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.